Event description:
It was reported to philips that the device was not starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was not starting. During troubleshooting, the rse checked the fuses and found that the led in the m-cabinet was not lit. The philips field service engineer (fse) inspected the system onsite and found no issues with the power circuit or ny1 fuse. Upon further troubleshooting, the fse checked and found there was no voltage in the fan tray. The fse confirmed that the pdu (power distribution unit) cooling unit was defective. To resolve the issue, the fse replaced the pdu fantray and dcps (digitally controlled power supply). The defective pdu fantray was returned for further analysis. The analysis confirmed the malfunction and identified the root cause was defective 24v power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.